Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device is involved in this event.

Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At about two months follow-up, computed tomography angiogram (cta) revealed contrast pooling in the aneurismal sac and a type ii endoleak, but no aneurysm growth was noted. Ten days later, the patient became symptomatic for back pain, flank pain, and fever. A cta was performed, which revealed aneurysm growth, an infected contained aneurysm rupture, and a type ii endoleak within the ima and lumbar arteries. At about one week later, the patient underwent a left axillary artery to left femoral bypass and a left to right femoral bypass, due to the contained rupture. The devices were explanted and discarded at the facility. The patient tolerated the procedure and was discharged about a week later.